Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a partial blockage in the high concentration waste (hcw) drain line. The fsr resolved the issue by flushing the hcw drain line from the hcw peristaltic pump to the external waste. No additional discrepant result issues have been reported since the service activity was completed. A definitive cause of the drain line blockage was not identified, therefore, the alinity instrument, serial number (B)(6), was considered the likely cause of the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported since the analyzer was serviced. A review of complaint and trending data identified no issues or trends. A review of the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the complaint issue. Review of device history records identified no non-conformances related to the current complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module was identified.

Event description:
The customer obtained falsely depressed sodium result while using the alinity c processing module. Sample ID (B)(6) generated an initial result of 115 mmol/l and repeat of 144 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No further information was provided.

Event description:
The customer obtained falsely depressed sodium result while using the alinity c processing module. Sample ID (B)(6) generated an initial result of 115 mmol/l and repeat of 144 mmol/l. No impact to patient management was reported.